Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("menorrhagia") in a 31-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with a right salpingectomy), surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed)), surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed)) and surgery (lapraroscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, headache, tooth disorder, fatigue, weight increased and gastrointestinal disorder outcome was unknown, the migraine had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device dislocation, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device : left uterine comua"), fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("menorrhagia") and irritable bowel syndrome ("gastrointestinal or digestive system conditions (irritable bowel syndrome).") In a 28-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax), ibuprofen24-jul-2012 to january 2016 and paracetamol (acetaminophen)24-jul-2012 to january 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 5 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced irritable bowel syndrome (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems :depression") and anxiety ("psychological or psychiatric problems :mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed), lapraroscopic hysterectomy with right salpingectomy and underwent a laparoscopic hysterectomy with a right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, menorrhagia, irritable bowel syndrome, vaginal haemorrhage, headache, tooth disorder, fatigue, weight increased, gastrointestinal disorder, depression, anxiety and nausea outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received : new event, " nausea " was added. Outcome of event, " abdominal pain " was updated from "recovering/resolving" to "recovered/resolved". Patient's demographics were updated. Onset dates of events were added and updated. Concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("menorrhagia") in a 31-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax). On (B)(6) 2012, the patient had essure inserted. In october 2013, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In april 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with a right salpingectomy), surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)), surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)) and surgery (lapraroscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, menorrhagia, vaginal haemorrhage, headache, tooth disorder, fatigue, weight increased and gastrointestinal disorder outcome was unknown, the migraine had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, device dislocation, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event the event abnormal vaginal bleeding, migraines, headaches, device expulsion, dental problems, fallopian tube perforation, fatigue, weight gain, abdominal pain,gastrointestinal disorder added.medical history,reporters,events outcome,concurrent condition,concomitant medication,lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("migration of essure device location of device: uterus"), irritable bowel syndrome ("gastrointestinal or digestive system conditions (irritable bowel syndrome).") And menorrhagia ("menorrhagia") in a 31-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems :depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2015, 3 years 2 months after insertion of essure, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with a right salpingectomy), surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)), and surgery (laparoscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fallopian tube perforation, device expulsion, irritable bowel syndrome, menorrhagia, vaginal haemorrhage, headache, tooth disorder, fatigue, weight increased, gastrointestinal disorder, depression and anxiety outcome was unknown, the migraine had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as:- psychological or psychiatric problems (depression/mental anguish), gastrointestinal or digestive system conditions (irritable bowel syndrome). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)'), menorrhagia ('menorrhagia') and irritable bowel syndrome ('gastrointestinal or digestive system conditions (irritable bowel syndrome).') In a 28-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena from 2009 to november 2011, nuvaring from 2007 to 2008 and ortho evra from 2001 to 2007. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax), ibuprofen24-jul-2012 to january 2016 and paracetamol (acetaminophen)24-jul-2012 to january 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 5 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced irritable bowel syndrome (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems :depression") and anxiety ("psychological or psychiatric problems :mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed) and lapraroscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, migraine and abdominal pain had resolved and the fallopian tube perforation, irritable bowel syndrome, headache, tooth disorder, fatigue, weight increased, gastrointestinal disorder, depression, anxiety, nausea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, post procedural complication, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous follow up: date of removal of essure device: (B)(6) 2014. Patient received treatment for : pelvic pain, menorrhagia and migration, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, event outcome, rcc comment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)'), menorrhagia ('menorrhagia') and irritable bowel syndrome ('gastrointestinal or digestive system conditions (irritable bowel syndrome).') In a 28-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. Current weight 215 lbs. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011, nuvaring from 2007 to 2008 and ortho evra from 2001 to 2007. Concurrent conditions included overweight. Concomitant products included eletriptan hydrobromide (relpax), ibuprofen (B)(6) 2012 to (B)(6) 2016 and paracetamol (acetaminophen)(B)(6) 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 5 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced irritable bowel syndrome (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type:abs"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems :depression") and anxiety ("psychological or psychiatric problems :mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed) and lapraroscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, migraine and abdominal pain had resolved and the fallopian tube perforation, irritable bowel syndrome, vaginal haemorrhage, headache, tooth disorder, fatigue, weight increased, gastrointestinal disorder, depression, anxiety, nausea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, post procedural complication, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous follow up: date of removal of essure device: (B)(6) 2014. Patient received treatment for : pelvic pain, menorrhagia and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Outcome of the event device expulsion and menorrhagia were updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a laparoscopic hysterectomy with a right salpingectomy). At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.